Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of methotrexate at a rate of 194 ml/hr and the delivery was started. Reportedly, the intended duration of the delivery was approximately three to four hours. No further programming parameters were provided. Approximately four hours later, the nurse noted that the bag of methotrexate was still half full. The pump was removed from clinical service and the therapy was resumed for an additional two hours using a replacement pump. At an unspecified time during the additional two hours of therapy, the patient became nauseated. The physician was notified and the patient received an "extra dose" of an unspecified anti-nausea medication. There were no reported adverse patient effects. Though requested, no additional information was provided.